Event description:
It was reported the patient's implantable cardioverter defibrillator was found in backup prior to implant. Programming changes were performed and the implantable cardioverter defibrillator was implanted on (B)(6) 2024. The patient was in stable condition.

Event description:
It was reported the patient's implantable cardioverter defibrillator was found in backup. No interventions were performed. The patient's condition was unknown.